Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-02198. The pt received his scs sys on (B)(6) 2010. The physician attempted to implant the leads in the thoracic area. Due to the difficult nature of the implant, the physician removed and reinserted the leads several times. It was reported that the physician nicked the pt's dura mater which necessitated a blood patch procedure prior to the conclusion of the surgery. The scs sys was successfully implanted. No further pt complications were reported as a result of this event. The pt was reportedly doing well post-operative. No product was returned to the MFR for eval. No further info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.